Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. There was no display ramping or scrolling anomaly. The device was received with cracked case at the display window corners, cracked display window and cracked battery tube threads. The device was received with minor scratches on the lcd window, partially broken reservoir tube lip and missing reservoir tube lip o-ring. (B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 120 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.